Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an upper digestive tract endoscopy and gastrointestinal bleeding control procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto the mucosa; however, the clip could not detach from the catheter to deploy. The device was removed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from the catheter.